Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. The DHR was reviewed and the product met test specifications at the time of release. No issues were observed that would contribute to the product issue. Trending analysis by lot number was reviewed from 10/01/2016 to 03/30/2017 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. Retains testing was performed on thirty (30) ci strips of the same lot. All thirty ci strips met specification for color change from sterrad processing. There is insufficient information to determine an assignable cause. It is unlikely that the ci strip issue was caused by a performance issue of the product since the retains product met functional specification for color change post sterrad processing, DHR/batch review found no anomalies that would contribute to the complaint issue, and trending by lot was not exceeded. The complaint product was not returned from the customer. Further information about ci strip handling and sterrad® performance cannot be determined since the customer was unresponsive to multiple attempts to obtain additional information. Should additional information be received, the complaint will be re-opened and re-evaluated. The issue will continue to be tracked and trended.

Manufacturer narrative:
The correct brand name is sterrad® chemical indicator strip. The correct catalog number is 14100.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100s cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.